Event description:
It was reported that the user experienced prolonged high blood glucose after a recent supply change, and upon disconnection visible air gaps and bubbles were observed in the infusion tubing; a full supply change was performed with a steel cannula set and insulin delivery was resumed, after which glucose levels stabilized several hours later. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and no alarms. Investigation included remote review of the user¿s report and guided troubleshooting and education, culminating in a complete infusion set and tubing replacement. Investigation of this case revealed evidence consistent with infusion delivery interruption due to air in the line, with stabilization after corrective actions, while the precise root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.